Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was observed to be kinked during set-up. The mapping catheter was replaced which resolved the issue.  The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.